Manufacturer narrative:
(B)(4). A review of the complaint history, documentation, instructions for use (IFU), and trends was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. As stated in the article, the patient death was due to intestinal ischemia during follow-up. There was no indication that the death was device-related and the IFU clearly states "do not deploy in a location that will occlude arteries necessary to supply blood flow to organs or extremities." It is likely that the device performed as intended but the patient comorbidities ultimately led to their death. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU " inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia. Unless medically indicated, do not deploy in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries(exception is the inferior mesenteric artery) with the endoprosthesis. Vessel occlusion may occur." Additionally "after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease." Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page four in the results section, the article states that one of the perioperative deaths was attributable to intestinal ischemia.